Manufacturer narrative:
The technician found the right head brake caster and left foot brake casters are worn. The technician replaced the right head brake caster and left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right head brake caster and the left foot brake caster engages but will not hold. No pt injury reported.